Event description:
"IV tubing broke at med port. Pt was found with approx. 50-100cc's of blood mixed with IV fluid in bed. The IV tubing broke at lowest port. Pt has sickle cell disease and suffered a drop in hgb requiring a blood infusion." Customer was called by alaris medical system for additional information. Customer did not report this issue to alaris at time of occurrence. Customer was able to send in the tubing part for investigation. Customer did not have any additional information related to the pt. Incident occurred in 2003. Summary of evaluation: customer returned one smartsite piston and one white cap covered with dried blood for analysis. Visual inspection of smartsite piston under magnifier microscope revealed no evidence of a needle puncture on the top of the smartsite valve (blue piston area). Inspection of white cap showed no evidence of stress marks or cracks. No other parts or pieces were returned. The parts were inspected carefully but no determination of failure could be made with only the parts received. Root cause of the damaged port could not be verified due to only the port being returned and not the entire tubing.